Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery would not charge. After some time, the battery started to successfully charge. Customer's blood glucose level was not impacted.